Manufacturer narrative:
The reported issue that the pcu generated a battery discharged alarm without any prior low battery or very low battery warnings was identified in this returned battery case to be the result of the battery found at the end of its useful life. The testing performed on the received battery found it is at approximately 60% of its full new battery capacity rating. It was noted the received battery log began with the date (B)(6) 2017 then the next date recorded jumps to (B)(6) 2018 and as a result it could not be established if the pcu was connected to an ac source during this period. It is suspect the pcu was in an off state which would not record data in the battery log while in this state. The customer¿s battery label date (B)(6) 2017 happened to coincide with the reported associated pcu manufacture date 23/may/2017 and is suspect to be the actual battery that was installed during manufacturing. The customer¿s device maintenance logs were requested with no response from the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
The customer reported that the pcus generate a system error/battery discharged alarm without any prior low battery or very low battery warnings. No patient harm was reported.